Event description:
Reportedly, the subject pacemaker was implanted in 2017, and in (B)(6) 2020, the estimated residual longevity displayed by the programmer was shorter than expected (14 months). The battery impedance was 1.08kohms, and the magnet rate was 96min-1. The ventricular pacing output programmed on the ventricular channel was 3v, with 0.85ms pulse width. A high percentage of pacing was also noted. Preliminary analysis results showed that based on available data, no anomaly is suspected regarding the overall longevity of the device.

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states. However, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the subject pacemaker was implanted in (B)(6) 2017, and in (B)(6) 2020, the estimated residual longevity displayed by the programmer was shorter than expected (14 months). The battery impedance was 1.08kohms, and the magnet rate was 96min-1. The ventricular pacing output programmed on the ventricular channel was 3v, with 0.85ms pulse width. A high percentage of pacing was also noted. Preliminary analysis results showed that based on available data, no anomaly is suspected regarding the overall longevity of the device.